Event description:
Rash, fissures, allergic reaction to ingredient methylisothiazolinone - present in both products: huggies baby wipes and bumble and bumble shine shampoo by estee lauder. Dates of use: (B)(6) 2011 - (B)(6) 2012. Event abated after use stopped: yes.